Event description:
It was reported the pt's ipg required frequent charging. The pt stated he used high settings and was still feeling stimulation. The sjm representative allegedly was unable to communicate with the ipg as the pt had not charged. The physician decided to explant and replace the ipg. It was reported the pt had excellent stimulation coverage after the procedure and understood the charging procedure.

Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r. This ipg serial number was included ina field advisory. Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. The ipg was fully charged on the lab charging bank. The ipg failed the ucod test on the autotester; the ucod pattern test indicated open channel 8. Oscilloscope signals observed on the channel were intermittent and influenced by pressure applied to the ipg header. An x-ray confirmed the failing channel was due to broken feedthru wire in the header. Review of the program parameters revealed channel 8 was not used and had no effect on charging. The complaint for frequent charging was confirmed as the ipg was subjected to high settings and increased current delivery to maintain stimulation level. Consequently, this would cause the battery to deplete at an increased rate. The ipg communication with the lab programmer and showed low battery. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.